Manufacturer narrative:
Mckesson completed an investigation and concluded that the root cause of the problem was a software defect. Mckesson found that the issue can only occur under the following circumstances: the pacs contains studies in the local cache storage, and the affected images/ studies were erroneously moved or deleted by a user, or have been lost due to an unrelated failure condition (e.g. Due to a defective or corrupt hard drive), and the lost studies have not been synchronized within the pacs system by mckesson support when images for a new study are subsequently received by pacs, the system may incorrectly re-use the disk location previously used by a study that has been affected by a prior data loss condition described above. As a result, two database records for two different studies may incorrectly index the same imaging study, leading to incorrect images being displayed for one of the patients. Mckesson will work with potentially affected customers to apply a software update to prevent the recurrence of the problem.

Event description:
Mckesson identified that 8 studies were missing on the short term storage location prior to performing a data migration. All 8 studies were previously reported . 7 of these reported studies were determined to be lost and one study was identified as being indexed to an incorrect patient. No patient harm was reported as a result of this issue.